Event description:
Medtronic reported that during a cochlear implant procedure, damage to a patient's facial nerve occurred. The surgeon initially claimed that the medtronic nim pulse did not work, because it did not emit any warning signals, when he got close to the nerve. As a result, he cut/severed one of the facial nerves. Since the injury took place, the hospital has continued to use the device with no further incident.

Manufacturer narrative:
As there has been damage to a body structure, (i.e.) A facial nerve, we are reporting this event as a "serious injury" the reporter was not able to determine if the nerve damage is temporary or permanent. As noted above, the unit involved in the incident has been used successfully by the site in cases subsequent to this reported incident. Indicating that the nim unit may not have been the cause. We are attempting to have the unit returned, and will conduct a full evaluation of the equipment upon its receipt. The nim device has been in use at the hospital for 5 yrs.